Event description:
It was reported to philips that the device failed the etc02 portion of the operational check and provided a calibration overdue error. The customer also stated that they are unable to calibrate the etc02 and the module appears to be making a 'ticking' noise. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.